Manufacturer narrative:
Conclusion: undetermined or unknown cause. The unexpected return identified pvc tubing with a jagged tear. During visual inspection of the set it was noted that the vinyl tubing was completely torn from the distal male luer. The tubing is rough and jagged. The rough and jagged tubing is similar to when tubing is pulled away from the engagement with an unknown force applied, such as when the tubing is manually pulled away from the male luer. Functional testing of the set was deemed unnecessary due to tubing being separated at the component engagement. The root cause was not identified.

Event description:
Unexpected return-pvc tubing with a jagged cut.